Event description:
The rep reported the device was used during a diagnostic laparoscopy. It was reported the 578sd was inserted into the abdomen and the obturator was removed. About 5 minutes into the case the trocar separated into 2 pieces while an instrument was through the trocar. The trocar pieces were removed and a second trocar opened and used to complete the case. There was no consequence to the pt.